Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. All available information was investigated. A definitive cause for the reported partial clip movement appears to be a result of the maneuvers related to removing the gripper line. It is possible that the clip delivery system (cds) experienced compressive forces on the gripper lumens while in the anatomy, resulting in the difficulty removing the gripper line. Additionally, curvature on the device as a result of natural patient anatomy may have contributed to constrictive forces/increased friction between the gripper line and gripper lumen coils. The aggregations of forces may have resulted in the reported difficulty removing the gripper line; however, this cannot be confirmed. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult to remove gripper line, and clip movement. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr). The first clip was successfully deployed. The second clip delivery system (cds) was advanced to the mitral valve, and the leaflets were grasped. During the deployment sequence, resistance was felt while retracting the gripper line, and the mandrel was pulled into the clip. This caused misalignment of the clip, and the mr increased to 2+. The gripper line was ultimately removed and the clip remained on the leaflets. A third clip was used to stabilize the misaligned clip and reduce mr. A clinically significant delay was noted due to the need to place an additional clip. Three clips were implanted, reducing mr to 1. No additional information was provided.